Manufacturer narrative:
The complaint device was returned to ascent in a generic bag. A visual examination of the device confirmed damage to the electrical cord near the handle. Since the device was returned to ascent in an opened package it is unknown when the damage occurred. The most probable causes for the damage occurred when the device was shipped to ascent for reprocessing or during procedural set up at the complaint facility. Although the device history record for the complaint device showed the device passed all visual and functional testing before leaving ascent, re-training was conducted on the inspection procedures. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that when the bipolar cutting forceps were opened up for the procedure, there was a rip in the covering of the electric cord near the handle of the device exposing the wires. The device was not used so there was no patient injury.